Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection on the rectum, the stapler had a lack of staples. The surgeon had to make a manual suture to complete the case and the surgical time was extended by thirty minutes or more due to the product problem.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The device was received loaded with a fully fired 4.8mm single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. Microscopic evaluation of the anvil noted staple strike marks in the anvil buckets. The loading unit was reloaded with staples, reloaded into the instrument and applied to test media with acceptable results. The staple line was properly formed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection on the rectum, the stapler had a lack of staples. The surgeon had to make a manual suture to complete the case and the surgical time was extended by thirty minutes or more due to the product problem. Surgeon saw only short part of staple line (2 staples).